Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: according to visual inspection of the actual device, no device failure was detected.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. It was reported that the patient underwent a sling procedure on (B)(6) 2015 and mesh was implanted. The plastic cover loosened and parts of it were retained in the patient. It was reported this resulted in additional surgical procedures for the patient. No additional information was provided.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2015 and mesh was implanted.the plastic cover loosened and parts of it were retained in the patient. It was reported this resulted in additional surgical procedures for the patient. No additional information was provided.

Manufacturer narrative:
It was reported that there was a crack or break in the clear plastic sheath.